Manufacturer narrative:
The lot number was manufactured between april 6, 2018 - april 7, 2018. One (1) device was received for evaluation observed to be leaking in a bag. After draining the solution, visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak from the spike port cap at the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. The remaining devices were not received for evaluation; therefore, a device analysis could not be completed on those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix 250ml eva tpn bags were leaking from the middle port. This occurred before use. There was no patient involvement. No additional information is available.